Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed no delivery during a bolus attempt. The patient's blood glucose at the time of incident as 400 mg/dl. The patient currently had a blood glucose of 300 mg/dl. Troubleshooting occurred for the no delivery alarm and the device was able to prime without incident. The insulin pump was not returned for analysis.